Event description:
A falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was reported to the physician(s) and was questioned. On (B)(6) 2023 the sample was repeated on an alternate dimension vista 500 instrument. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na patient result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported a falsely elevated sodium (na) result on the dimension vista 500 instrument. Quality control (qc) recovered within range prior to the discordant result. The customer replaced the integrated multisensor technology (imt) sensor. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse primed standard a, standard b, and the salt bridge. The cse also auto-aligned the imt, performed a dilution check, and replaced the imt probe, mixer, and the imt module. In a subsequent visit, the cse replaced the imt bulk fluid brackets and imt mixer, and auto-aligned and verified imt probe alignments to vent/sample ports. Additionally, the cse ran system check and ran qc, which recovered within acceptable ranges. Siemens further investigated the issue and determined that a fluid flow issue, caused by insufficient priming of the imt consumables after installation on (B)(6) 2023, potentially contributed to the falsely elevated sodium result. The instrument is performing according to specifications. No further evaluation of this device is required.